Event description:
A customer reported experiencing a cartridge alarm 30, which prevented them from getting past the change cartridge process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was provided with instructions on putting the pump into storage mode and was advised on the steps to take upon receiving the replacement pump, which was shipped to them without requiring a delivery signature. The old pump was to be returned to tandem using a pre-paid ups label within ten days.